Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to use injections as backup insulin therapy, was instructed to place pump into storage mode and return it with a prepaid label, and was informed that a replacement pump would be provided, which would require re-entering pump settings and reconnecting cgm; customer understood and acknowledged all instructions.